Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was no longer communicating with the external devices, deeming the ipg inoperable. In turn, patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.